Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity and liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 11/15/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity and liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was observed. There was two error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. Box h was updated in this report.